Event description:
Customer's family member called lfs in 2002 alleging that pt's meter was reading inaccurate erratic. "Customer had to be admitted to the hospital since the meter did not start a test". Unable to troubleshoot the issue since family member did not have any test strips with them. Family member was also claiming that the inaccurate erratic readings on the meter caused pt to go to the hospital. No readings are documented. Unknown what treatment was given at the hospital. Customer's family member stated that pt readings were not accurate, and did not know if they were too low or high. Unsuccessfully attempted to contact the customer or family member. Letter was sent to obtain more information.